Manufacturer narrative:
Solos was acquired in 1991 by birtcher. Co acquired birtcher in 1995. Most of solos was sold off to other companies by conmed. Co was unable to locate documentation that co sold this line. The actual device was visually examined. The shrink tube near the end of electrode appeared to have been broken off. The instrument seemed to be missing part of the electrode as evidenced by a jagged looking electrode. Since this line was discontinued in 1991 + by birtcher, co has no information about this product. I visually examined the instrument against a photo in a price list.